Event description:
Patient has kinemax knee and has pain. Tibia was loose. Revised to triathlon ts.

Manufacturer narrative:
An event regarding loosening involving a kinemax baseplate was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was not returned. Medical records received and evaluation: a review of the provided information indicated that the event is not device related after 20 years of service. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the event was confirmed, however the exact cause of the event could not be determined as information such primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient has kinemax knee and has pain. Tibia was loose. Revised to triathlon ts.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.